Manufacturer narrative:
For the reported event, lot number was provided; therefore, a lot history review was performed. The sample was returned for evaluation. The investigation identified a partial deployment. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fem12080 endovascular stent graft allegedly experienced misfire. The information was received from one source. One patient was involved with no reported patient injury. Patient age, gender and weight are unknown.